Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01587 through 1221359-2022-01590.

Event description:
The customer reported a false negative result with the binaxnow covid-19 self-test for multiple tests performed. This MFR. Report performed on (B)(6) 2022 test three (3) of four (4). Pcr confirmation testing was performed on (B)(6) 2022 and generated a positive result. Per customer, he had persistent cough. No additional patient information, including treatment and outcome, was provided.

Event description:
Per consumer, there were only two tests confirmed on 30mar2022.

Manufacturer narrative:
Additional information provided by customer determined that there was no alleged malfunction and this event does meet the criteria to be considered reportable. Hence, no further action will be taken regarding this MDR.